Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket wires twisted when deployed. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; pushback.

Manufacturer narrative:
(B)(4): a visual evaluation found that the outer clear sheath was buckled slightly at the distal end of the heatshrink. The sheath was also found to be push backed for a length of 1 millimeter from the distal end of the coil. A functional evaluation found that the basket could be extended and retracted without issue. No deformation was found to be basket during extension or after it was fully deployed. The condition of the returned unit was not consistent with the complaint incident that the basket wires were crossed upon deployment of the basket. During the evaluation the basket was found to extend and retract without issue. The basket was also found to open without any deformation. Therefore, the most probable root cause is not confirmed. (B)(4)